Event description:
It was reported that this pacemaker device exhibited noise on right atrial (ra) channel. During the follow-up visit, the noise was able to be reproducible with provocative maneuvers. It was noted that this noise was oversensed. The physician had scheduled a fluoroscopy for the patient and will then decide how to proceed. This ra lead currently remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).